Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 96 joules and 1 second, the fiber tip was defective. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No harm to the patient was reported.

Manufacturer narrative:
There are no signs of breaks/fractures at tip. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The reported issue of forward firing could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.